Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 504 mg/dl at the time of incident. Customer stated that last sunday at the gym it stated it was low and after getting back home and eating the blood glucose value was 502 mg/dl while today at the gym when checked the blood glucose level in the middle it was 160 mg/dl. Customer declined for troubleshooting. The device will not be returned for analysis.